Manufacturer narrative:
Device code corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two photos were received from the account. The identification of the component shown could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Right renal artery fenestration (fenestration diameter d.6 mm) and the left renal artery chimney (diameter 6 mm, length 59 mm) were performed simultaneously. Severe tortuosity of the descending aorta was noted. It was reported during the index procedure, the fenestrated bifurcate stent graft for the right renal artery was inserted into the aorta and the fenestration position was aligned with the right renal artery and placed. The suparenal stent was deployed at the 2.5th stent, and the bifurcation marker was deployed while applying tension to push it up to the centre (at this point, blood flow confirmation imaging to the right renal artery was not performed, but it was judged that there was no problem in aligning the fenestration because the position of the right renal artery marked on the screen and the fenestration coincided.) The deployment was proceeded to the opposite gate and a non mdt in the left renal artery was finely adjusted and deployed. The contralateral limb and ipsilateral limb placement were performed with balloon touch up and evar was completed. Final digital subtraction angiography (dsa) demonstrated blood flow to the left renal artery where chimney was performed however blood flow to the right renal artery where the fenestration part was located could not be confirmed and a type ia endoleak was also confirmed. Per the physician the cause of the type ia endoleak in undetermined but from CT imaging there was a possibility that the fenestration of the right renal artery had migrated proximally. No additional clinical sequelae were reported and the patient will be monitored.